Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted 30 days upon receipt.

Event description:
During an angioplasty and stenting procedure of the left renal artery, this balloon ruptured at 6 atmospheres when inflated with an indeflator. The vessel was described as mildly calcified and mildly tortuous. The rate of stenosis was 99%. The prod was properly inspected and prepped prior to use. The physician used a brachial artery approach to access the lesion. It is unk if there was any difficulty accessing the lesion with the guidewire or crossing the lesion with the balloon. After the balloon ruptured, it was safely removed from the pt and another balloon was used to dilate the lesion. A stent was placed in the lesion and the procedure was successfully completed. There was no reported injury to the pt.